Manufacturer narrative:
Product complaint # (B)(4). Device not available - implanted. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter state: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: wang, q., sheng, n., rui, b., and chen, y. (2020), the neck-shaft angle is the key factor for the positioning of calcar screw when treating proximal humeral fractures with a locking plate, the bone & joint journal, vol. 102-b (12), pages 1629¿1635 (china). The aim of this retrospective study is to explore why some calcar screws are malpositioned when a proximal humeral fracture is treated by internal fixation with a locking plate, and to identify risk factors for this phenomenon. Some suggestions can be made of ways to avoid this error. Between october 2016 to october 2018, a total of 203 patients (63 males and 140 females) with a mean age of 62 years (22 to 89) were included in the study. Surgery was performed using philos plate (depuy synthes, oberdorf, switzerland). The mean follow-up period was unknown. The following complications were reported as follows: malposition group: in 49 patients (16 male and 33 female), the calcar screw was malpositioned. In 26 patients, the quality of reduction was malreduced, where 20 patients had a neck-shaft angle =110° or =150°, 25 patients had a head-shaft displacement of = 5 mm, and 5 patients had a great tuberosity displacement of = 5 mm. Optimal position group: in 61 patients, the quality of reduction was malreduced, where 14 patients had a neck-shaft angle =110° or =150°, 52 patients had a head-shaft displacement of = 5 mm, and 15 patients had a great tuberosity displacement of = 5 mm. This report is for an unknown synthes philos plate/screws constructs and unknown synthes philos screws. This report is for one (1) constructs: philos plate/screws. This report is 1 of 3 for (B)(4).